Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2025. On the night of (B)(6) 2025, the patient¿s cgm alarmed for a low glucose alert. The reporter noted that the cgm readings had been erratic, resembling a roller coaster pattern, with glucose levels dropping rapidly, then rising sharply, and dropping again. During this episode, the patient experienced tremors and shaking, and her blood glucose was checked, showing approximately 30 mg/dl. The patient experienced a brief seizure and was treated with glucose tablets and juice until her blood glucose increased. Ems were not contacted, and the patient was not taken to the hospital. Her blood glucose was monitored periodically until it stabilized; however, the reporter could not recall the specific bg or cgm readings afterward. At the time of the report, the patient was doing fine. No product was provided for evaluation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. A review of the performance data indicates that the sensor session started at 10:54 am on (B)(6) 2025. The session lasted 22 hours and ended due to a manual stop at 9:00 am on (B)(6) 2025. During the time period of interest (night of (B)(6) 2025) several low glucose alerts were triggered as the egvs fell below the low alert threshold. Each alert occurred at 40 percent audio volume (match phone) and repeated until acknowledged or auto cleared when the egvs rose above the low threshold. The allegation was undetermined. The probable cause is undetermined. No additional event or patient information is available.

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and passed. Performance data was reviewed and the allegation was undetermined. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).